Manufacturer narrative:
Upon receipt, the ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device was unable to be interrogated. The ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. Due to the damage of the electrical module, the device could not be interrogated properly. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. In summary, the ICD was damaged due to a shock delivery into an external short circuit. This is consistent with reported chain of events as well as the observed damage symptoms of the connected ICD lead. The manufacturing records document a flawless device production. There was no indication of a material or manufacturing problem.

Event description:
Unable to interrogate device. All troubleshooting was unsuccessful. Patient did receive a shock yesterday and today at in-office check, no response seen from device. This device was explanted (B)(4) 2014.